Manufacturer narrative:
(B)(4).

Event description:
It was reported the guidewire went out the inflow window. During the use of a angiojet solent proxi thrombectomy catheter, the physician pulled the guidewire into the catheter to do an injection contrast, and when the guidewire was advanced back in the vessel, the tip of the wire went out the inflow window of the catheter. No patient complications were reported.